Event description:
It was reported that the patient was hospitalized due to palpitations. One day prior, the patient's av node was ablated and temporary pacemaker was implanted. Next day, a dual chamber pacemaker was implanted. However, after the ventricular lead was implanted, the physician attempted to implant an active fixation atrial lead. This lead was placed to the appendage of the atrium, and the p-wave was measured. There was no problem: 3.5 mv. However, whenever the physician tried to extend the helix of the lead, the body of the lead also turned in the same direction and the tip of the lead dropped down from appendage of the atrium. Positioning was attempted in 3 to 4 different places of the atrium with same unfavorable results. The physician took the lead out of the body and tried to extend the helix of the lead on top of the sterile table and again had same results. Consequently, this lead was removed. A passive fixation lead was selected and placed without incident.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B) (4): the device not returned/received. Further investigation is not possible without the device.